Manufacturer narrative:
This was reported by the patient. The surgeon is: dr. (B)(6). Health (B)(6) incident report reference no (B)(4); submitted to health (B)(6) by the patient. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a procedure performed on (B)(6) 2014. Following implant surgery, the patient had urinary retention for five weeks. About (B)(6)2017, patient started to experience pain in the hip, groins, thigh and front of the tibia.